Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh had eroded into the small bowel necessitating a resection of approximately one foot of small bowel. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh was balled up and there were severe adhesions. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent incarcerated ventral incisional hernia repair surgery on (B)(6) 2016. It was reported that the patient underwent recurrent incarcerated ventral incisional hernia repair surgery and removal surgery on (B)(6) 2016. It was reported that the patient underwent surgery to repair an abdominal wall abscess on (B)(6) 2016. It was reported that the patient experienced severe pain. It was reported that the patient underwent previous hernia repair surgery on (B)(6) 2009 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/20/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.